Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient reported that glucose values only appeared on the pull down menu and not the application. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation could not be determined. A root cause could not be determined.